Manufacturer narrative:
Patient¿s identifier is unknown. Nail broke a year later on an unknown date. This report is for one (1) unknown tfna long nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Device not explanted yet. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The (510k): unknown, as specific part and lot numbers for nail is not provided. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent a procedure on (B)(6) 2017 and was implanted with trochanteric fixation nail-advanced (tfna) long nail to treat femoral subtrochanteric fractures. A year later on unknown date, it was found that the nail had been broken. Breakage did not occur in a screw hole. Revision surgery is under planning. During the original surgery, the surgeon had much difficulty with the nail insertion for the male patient in his late (B)(6), weighing over (B)(6) with a big physique. After the surgery, the patient had continually suffered from the pain due to incomplete bone healing. This lagged bone healing might have resulted in overload to the nail and finally its metal fatigue. Concomitant devices reported: unknown locking screw (part # unknown, lot # unknown, quantity unknown); end caps (part # unknown, lot # unknown, quantity unknown); helical blade (part # unknown, lot # unknown, quantity 1); this report is for one (1) unknown tfna long nail. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history record (DHR) review: item: 04.037.130s; lot: h073166; mfg qty: 6; mfg date: 06 apr 2016; mfg location: monument; scn: 12384; exp date: 31 mar 2026. Product was inspected and passed perinspection sheets. Packaged per packaging sheet. There were no nonconformances (ncs) or reworks generated during the manufacture of this lot. Raw material lot 9888180; supplier lot t140001. Raw material received from metalwerks pmd, inc on 21 aug 2015. Per certificate of analysis provide from metalwerks and raw material put away checklist, material was produced as required and met all specifications. There were no ncs or reworks noted during the manufacture of this material. No nonconformance records (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation summary: device evaluation: investigation flow: broken and damage: visual (appearance not as expected) visual inspection: the tfna nail was received with a roughly transverse break through the proximal locking hole which mates with the tfna head element. Deformation was observed around the hole and slight bending of the locking tab of the locking mechanism was observed. The balance of the device shows surface wear consistent with use and which would not impact the functionality. Thus, it was determined that the received condition does agree with the complaint description and the complaint condition is confirmed. The circumstances at the time of the issue and over the implant duration are unknown, therefore, it cannot be definitively determined if external factors (use error, misuse, etc.) Impacted the complaint condition. Document/specification review: the device drawings were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Dimensional inspection: inspection of bump cut and locking hole could not be conducted due to the post manufacturing deformation. The outer diameter adjacent to the break measured 15.67mm which is within the specification of 15.66mm +/-0.1 per device drawing. Measured using calipers ca814. The inner diameter distal to the break measured 9.99mm which is within the specification of 10mm +/-0.05 per device drawing. Measured using calipers ca814. The thickness of the tab portion of the locking mechanism measured 0.64mm which is within the specification of 0.65mm +/-0.05 per device drawing. Measured using calipers ca814. Device history record review with material review: review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Raw material lot 9888180; supplier lot t140001. Raw material received from metalwerks pmd, inc on 21 aug 2015. Per certificate of analysis provide from metalwerks and raw material put away checklist, material was produced as required and met all specifications. There were no ncs or reworks noted during the manufacture of this material. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. Patient factors, postoperative forces, and surgical technique are unknown. Information regarding the recommended surgical technique is provided in the tfn-advanced proximal femoral nailing system surgical technique guide, dsus/trm/0614/0109(7) 12/17. Conclusion: the complaint condition is confirmed as the nail was received with a roughly transverse break through the proximal locking hole. During the investigation no design or manufacturing defect or deficiency was observed during the investigation. The risk assessment was found to adequately address the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H11: corrected data: d10 corrected. Device was returned to manufacturer on 7/9/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient ethnicity is unknown. The risk assessment for tfna addresses the hazard loss of fixation which may result in harm to the patient post surgery [synthes : broken : postoperatively]. This complaint condition is adequately covered by the risk assessment. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: tfna screw 09mm ¿ sterile (part: 04.038.090s, lot: 9923439, quantity: 1). Titanium (ti) end cap for tfna 5mm extn - sterile (part: 04.038.005s, lot: 9777766, quantity: 1). 5.0mm ti locking screw 2/t25 stardrive 50mm for im nails (part: 04.005.540, lot: 9308551, quantity: 1). 5.0mm ti locking screw w/t25 stardrive 52mm for im nails (part: 04.005.542, lot: 9137825, quantity: 1) . This report is for a 11mm/125 deg ti cann tfna 400mm/right - sterile.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.